Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the patient's right ventricular (rv) lead exhibited noise, high capture thresholds, decreased sensing, and an increase in pacing impedance. X-ray revealed the lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was stable.